Event description:
Patient was revised to address clunking and "noise" which developed after a fall. Upon entering the joint space, there was noticeable staining of te soft tissue surrounding the joint. There was a grayish "doughy" like substance that had collected in the undersurface of the head. The surgeon stated that through CT scan measurements, the cup was retroverted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.